Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the second obtuse marginal branch. Resistance was felt during advancement of the ht floppy ii guide wire to the lesion. When the guide wire was retracted in a backward motion during the attempt to cross, resistance was felt and the guide wire tip separation occurred. The tip remained in the distal second obtuse marginal branch and was unable to be retrieved after multiple snaring attempts. The procedure was aborted due to the length of time that the patient remained on the operating table. Surgical removal of the tip was not performed. The patient was prescribed plavix and discharged from the hospital. It was stated that the guide wire crossed the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4).